Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 20697385/20979560; model/catalog description: infinion cx lead kit 70cm. The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection from surgical usage. The patient underwent an explant procedure. No device malfunction was suspected.